Manufacturer narrative:
Inspected one opened and used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 268 mg/dl and the sensor glucose was 85 mg/dl. The customer¿s current blood glucose is 272 mg/dl. The customer experienced symptoms such as headache. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.